Event description:
On 12/12/95, pt underwent a decompressive laminectomy of l-5; posterior lumbar interbody fusion wth cancellous graft of l5-s1; variable spine plating interanal fixation of l-4 to s-1; posterolateral fusion with autograft and harversting of graft from the right posterior iliac crest and bicortical allograft. About 2/22/96, pt sneezed, felt a snap in his back, and had the inset of radicular left buttocks and thigh pain. During surgery on 3/7/96, both sacral screws were found to be loose. The l-4 screws were removed found to be loose. The l-4 screws were removed identifying that the tops of both of these titanium vsp screws had been sheared off right at the nut.